Event description:
It was reported that both the right ventricular (rv) lead and atrial lead had dislodged. The rv lead had pulled back into the atrium. The lead was repositioned and remains in use. The atrial lead had low p-waves and increased thresholds. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 implantable pacing lead implanted: 2013-(B)(6); dtba1d4 implantable cardioverter defibrillator implanted: 2013-(B)(6); 419588 implantable pacing lead implanted: 2013-(B)(6). (B)(4).